Event description:
The service report shows the customer alleged that the 840 ventilator stopped cycling while in use on a pt. It was confirmed that the pt was not harmed or injured by the event. The nellcor puritan bennett customer support engineer (cse) verified an error code in memory that supports the customer's claim. The cse replaced components associated with the malfunction. The device passed all its acceptance tests.